Event description:
The user facility reported that a pt with a history of hypertension and acute right femoral artery obstruction underwent an interventional cardiac procedure. A 6f angio-seal device was deployed at the puncture site in the right femoral artery with apparent hemostasis being achieved. Three (3) hours later the pt became ischemic with an obstruction being detected at the puncture site location of the right leg. Surgical intervention was required to perform a right femoral embolectomy; the angio-seal collagen was removed from the arteriotomy site. The pt was reported to be recovering.